Event description:
The customer contact reported the clave port remained in the open position; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the clave port was accessed by an unspecified needless saline flush syringe. Upon removal of the syringe, the silicone sleeve of the clave port remained in the depressed position and an unspecified volume of blood leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.